Event description:
Sv02 lumen leaking blood.

Manufacturer narrative:
Leakage was observed between the 5cm lumen and the optics lumen. The leakage was found to be inside the backform. The catheter was returned with 6.5 cm of the catheter tip cut off and was not returned.